Event description:
It was reported that patient's left knee was revised due to infection (reported by surgeon, unknown if infection clinically confirmed or identified). The surgeon reported that patient had had recent dental work and had not taken antibiotics prior to dentistry as instructed. All primary implants were removed and a cement spacer implanted. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.